Manufacturer narrative:
The lead was surgically abandoned and is not expected to be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during delivery of shock therapy for ventricular fibrillation (vf), this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) defibrillation lead exhibited high out of range shock impedance measurements greater than 125 ohms resulting in a shock lead open message being recorded. Four shocks were delivered, and the fourth delivered shock was successful in converting the rhythm. The lead configuration was reprogrammed and high out of range shock impedance measurements continued to be observed. Boston scientific technical services (ts) discussed troubleshooting options. An x-ray was performed, however, the root cause was unable to be determined. An invasive procedure was performed. The device was explanted and replaced and the lead was surgically abandoned and replaced. No additional adverse patient effects were reported.